Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, customer was hospitalized for high blood glucose. Customer stated on (B)(6) evening the infusion set was changed and went to bed. In the morning customer woke up with blood glucose of 18 mmol/l, ketones were also present, and started to vomit. By 10 am the customer was taken to the hospital and treated with fluids and discharged on (B)(6) by lunch time. By the time customer was home blood glucose was back up to 32 mmol/l and ketones. Customer by then took the device off and reinserted a new set, then bolused. Customer stated when the infusion set was removed she had noticed pooling under the skin. It was noted the device had alarmed no delivery. Customer was sent a tubing clamp to perform the high pressure test. Customer called back on (B)(6) 2016, received clamp but misplaced it. Also that customer noted the insulin came out when she fill tubing. Troubleshooting was performed and no anomalies were noted. Customer is not returning the insulin pump f.